Event description:
Patient said they had a trial from nevro that failed because the leads came loose and pulled out of their spine. Pt also said the low frequency settings gave vibrations that actually made pt's nerve pain worse and pt couldn't move during the trial. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).